Event description:
It was reported that during implant the physician sutured the right ventricular (rv) lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor was pulled/stretched/overstressed, there was blood in the proximal conductor (not obstructed), there was blood in the distal electrode, the outer insulation was breached cut, and the lead was stretched.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.